Event description:
Following an unrelated surgery in 2007, the pt did not use or recharge her implantable neurostimulator (ins). In 2008, the pt reported no stimulation sensation and the pt was unable to communicate with the ins. The pt was seen and her ins was discharged, but not overdischarged. The pt programmer showed a power on reset (por) had occurred and there was no communication with her recharger. The pt sat in the office and charged for about 30 mins; reprogramming was done that she was happy with; and they had not heard from the pt since that visit.